Manufacturer narrative:
The hillrom technician found the universal slingbar and bolt needed to be replaced. The periodic inspection form for the overhead lifts ((B)(4)), section 9, states the following should be inspected at least annually: universal slingbar: check that the unit rotates freely on its bearings. Make sure the slingbar doesn¿t rotate unevenly, wobble or the spinning stops due to high friction. Make sure that both latches are mounted and fall back against the body of the slingbar. Check that the slingbar is correctly fastened. Make sure there are no deformities in the attachment points. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the customer performed any preventative maintenance on this lift. The technician replaced the universal slingbar and bolt to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the slingbar bolt broke during a patient transfer. The lift was located in the patient's home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).